Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 227 mg/dl at the time of incident. The customer's blood glucose was 625 mg/dl at the time of hospitalization. The customer's blood glucose was 445 mg/dl at the time of call. The customer stated that they took manual injection. The customer reported that they were nauseous. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the insulin pump was not delivering insulin and the motor sounded different. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly with the units left at test reservoir. No delivery anomaly, bolus anomaly, basal anomaly or unexpected motor noise noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.